Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) year old female patient presented with abdominal pain. There was no additional patient information at the time of this report. The customer stated that all testing was done within 30 minutes of collection. The customer states that return product is available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/22/2016. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Event description:
Na